Event description:
It was reported that a caucasian female patient underwent breast prosthesis implantation surgery with two unspecified mentor gel implants. Post-operatively, the patient was diagnosed with bilateral breast implant ruptures and bilateral breast capsular contractures (baker grade iii). As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020. The replacements were: (left) 455cc mentor memorygel xtra breast implant; catalog: thpx455; lot: 7609613; sn: (B)(4) and (right) 455cc mentor memorygel xtra breast implant; catalog: thpx455; lot: 7609613; sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, material rupture. Manufacturer¿s reference number: (B)(4).